Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population. "

Event description:
It was reported that there was oversensing observed on the right atrial (ra) channel of this pacemaker system. Technical services (ts) reviewed device strips, and determined the clinical observations were related to minute ventilation (mv) sensor oversensing. Additionally, it was noted the pacing impedances were high however, were still within normal range. The patient did not experience any pacing inhibition and is not dependent on ra therapy. This product remains in service. No adverse patient effects were reported.